Event description:
It was reported that pump displayed malfunction code 6 after notable events occurred prior to malfunction, and code could not be reset. There was no reported impact to the customer¿s blood glucose level because caller declined to provide this information. No additional corrective actions were documented.